Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor had been inserted in the abdomen. Approximately on (B)(6) 2023, upon waking up for the day, the patient experienced nausea, vomiting, and was diaphoretic. The cgm was reading 160 mg/dl and the bg meter was reading 383 mg/dl. The patient¿s fiancé called an ambulance, and the patient was taken to the emergency room (ER). The patient stated she was ¿almost in diabetic ketoacidosis.¿ she was treated in the ER with ativan and zofran medications. On the call with technical support, the patient mentioned that she passed out intermittently after being given the ativan. She stated the medication made her ¿out of it¿. Therefore, the ¿passing out¿ was related to the ativan medication given to her in the ER, and not due to her bg level. The patient was discharged from the ER after about 15 hours. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.